Manufacturer narrative:
Additional information received: it was reported that the blue handle could be rotated without any resistance. When the handle was rotated, the graft cover did not respond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic endovascular aortic isolation procedure for a patient with a 350mm thoracic aortic dissection, the stent graft vamf2824c150te was involved in a procedural issue. The preoperative preparation was smooth, and the first stent was successfully deployed at the proximal end to isolate the first rupture. However, when attempting to deploy the second stent, the stent tip could not be deployed and opened. Consequently, the delivery device was withdrawn, and the operation was concluded. The issue was discovered during the index procedure, and the cause of the event remains unknown. The event has not been resolved, and the product was not replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was confirmed there was no damage to the delivery system or packaging. The deployment steps were followed per the IFU. No anatomical factors contributed to the deployment issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.